Event description:
Customer reports that she received results of 259mg/dl, 122mg/dl, and 144mg/dl on the same device within 10 minutes. Customer reports taking 10 extra units of insulin in response to the 259mg/dl result. Customer reports experiencing low blood glucose symptoms 2 hours later and testing 83 mg/dl. She states that she drank juice to feel better. No quality controls were used. Requested return of suspect device and replacement was sent.